Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the mobile app showing a fill estimate issue indicating 0 units. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Correction bolus was administered via the pump, and cartridge was changed with no external assistance required.